Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave 2.0 nav catheter was selected for use. During the procedure, the physician complained that when the sheath was deflected even a little bit and when the wire was out in the vein and they were in flower position, that it felt like the guidewire was stuck, and when he undeflected the sheath it felt like the guidewire could move smoothly. The device wasn't replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was disposed.